Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the loss of communication between insulin pump and mobile application. The customer also reported that they switched back to manual mode on the pump, issues with transmitter charging, untested software version, requested for tester procedure on transmitter, required assistance in carelink log in and pump upload to carelink. The customer reported no adverse event. The event involved product(s) mmt-7040b, mmt-7715, mmt-7333, mmt-7841zn, mmt-1880l, mmt-6102. Troubleshooting was performed for tester procedure for transmitter and found transmitter is working as expected. Troubleshooting was performed for transmitter charging and found charger is working properly and transmitter is charging. Troubleshooting was not performed for customer allegation loss of communication between insulin pump and mobile application, and it was unknown whether the reported issue was resolved or not. Troubleshooting was performed for pump programming and the customer was assisted in pump programming. Troubleshooting was performed for untested software version and it was identified that the customer's mobile device had an incompatible software version not supported by the app. Instructions were provided to resolve the issue. Troubleshooting was performed for unexpected carelink personal login request or login assistance, and the customer was able to login to carelink app. The issue was resolved. The customer also received a sensor updating alert. No harm requiring medical intervention was reported. No product return is required for mmt-7040b. No product return is required for mmt-7715. No product return is required for mmt-7333. No product return is required for mmt-7841zn. No product return is required for mmt-1880l. No product return is required for mmt-6102.